Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave a motor error alarm. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with motor error alarms due to corroded motor home switch. Drive support disk was inspected and no anomaly was noted. Cracked on reservoir tube lip and scratched on display window noted.